Manufacturer narrative:
(B)(4) date sent to the FDA: 03/29/2016 (B)(4).

Event description:
It was reported in a journal article that the patient underwent a laparoscopic gastrostomy tube placement procedure on unknown date and suture was used for the subcutaneous fixation with modified u-stitch technique. At six months follow-up, the patient developed cellulitis around the gastrostomy site which was cleared with a course of antibiotic. The placement of the suture knot within the subcutaneous tissue caused suture knot abscess formation as a minor complication. Additional information has been requested.